Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered inserting this right ventricular lead into a non-boston scientific pacemaker. Approximately twelve hours after implant, it was noted this lead was dislodged. During this same time, the patients rhythm was total atrial ventricular block with an escape rhythm of thirty-two beats per minute. The following day, a revision procedure was performed. Difficulty was encountered loosing the setscrew. The lead was repositioned, however the lead measurements were not within normal limits. A decision was made to replace this lead. This lead was removed and replaced successfully. No further patient symptoms were reported.